Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the balloon dilatation catheter did not inflate while inside the patient. It was further noted that it had burst and that broken parts were retrieved from the patient using the scope. The issue occurred during a diagnostic stent insertion for dilation procedure. There was a 5-minute delay and the procedure was then completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to fields (h7 and h9). The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the subject device was not return, and the specific root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.